Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was removed due to a staph infection. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot# v017358, implanted: 2007-(B)(6), explanted: 2007-(B)(6), product type: lead. Product ID: 377860, lot# v017382, implanted: 2007-(B)(6), explanted: 2007-(B)(6), product type: lead. Product ID: 3708140, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2007-(B)(6), product type: extension. Product ID: 3708140, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2007-(B)(6), product type: extension. (B)(4).